Event description:
It was reported that during a lap hysterectomy procedure, after being used throughout most of the case, the tone changed and it seemed as if the max was working on the min and the min was working on the max. The device then stopped cutting and coagulating. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.